Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states at the beginning of treatment, during irrigation of the arterial branch, there was presence of a leak between the brown part and the plasticized white part. During the 2nd irrigation, no leakage noted. During the third irrigation, the brown part completely detached from the arterial branch. The arterial branch was clamped immediately with the white clamp and added a second yellow clamp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. A sample was received for analysis and investigation. The sample consisted in one maxid catheter with the arterial (red) adapter detached from the extension. The catheter shows signs of use. Visual inspection was performed. It was observed that the red adapter was detached from the extension. In order to confirm the reported condition the adapter and extension required a dimensional test. The measurement of the adapter was within specifications, the adapter did not present any dimensional problem. The measurement of the inside diameter of the silicone tubing was outside specifications, the silicone tubing presented a dimensional problem, but this component was elongated during the normal adapter assembly process. Based on a fishbone diagram, the possible causes were identified. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. It can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse, the instructions for use were not followed causing adapter disconnection and inappropriate manipulation by the user. No trends or triggers were identified and no harm to the patient was reported on this complaint, therefore further corrective or preventive action is not required at this moment. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states at the beginning of treatment, during irrigation of the arterial branch, there was presence of a leak between the brown part and the plasticized white part. During the 2nd irrigation, no leakage noted. During the third irrigation, the brown part completely detached from the arterial branch. The arterial branch was clamped immediately with the white clamp and added a second yellow clamp.